Event description:
Litigation papers allege: persistent severe pain and discomfort in her right hip, buttock, groin and thigh, which has increased over time; sensation of misalignment, weakness, and decreased range of motion. Patients hip pops, clicks and catches. Physicians examined patient's right hip (B)(6) 2010. Physicians advised patient that she suffers from substantially elevated levels of cobalt-chromium metal ions in her bloodstream due to her failed hip. Patient has had two blood test on or about the dates of (B)(6) 2010 and (B)(6) 2011 the results of which report cobalt levels of 4.2 and 3.4 chromium levels of 2.4 and 1.5. Upon information and belief, patient is suffering loss of muscle mass and deteriorations of the soft tissue in his hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.